Manufacturer narrative:
.

Event description:
Additional information was received indicating that the patient's vocal cord paralysis had resolved itself about five months after it had begun. A review of the available programming history during that time indicated proper device functionality.

Event description:
It was reported that the vns study patient had left vocal cord paralysis of moderate severity which was believed to be due to implant surgery. The event has not been resolved to date. The patient¿s vns treatment was not changed due to the event.